Event description:
It was reported that the pump inaccurately tracked the amount of insulin in the cartridge. There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.